Manufacturer narrative:
Additional review indicated patient code (B)(6) is not applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the lead protrusion was not determined. The manufacturer representative wasn¿t sure if the results of the cultures were determined yet either. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient had a lead wire protruding through the pocket incision. A pocket revision was planned, but the pocket looked suspicious for a possible infection so the surgeon decided to explant the battery and the lead. Both the battery pocket and the spinal incision were cultured and the lead and battery sent for culture as well. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.